Manufacturer narrative:
Four used space pump IV tubing sets, without packaging, were received for evaluation. Two of the sets were contained in a separate chemo bag. Three of the four sets (including both chemo identified sets) contained a phaseal adapter connected to the proximal caresite y valve. These sets were subjected to an occlusion test and air pressure (leakage) test according to specification. Leakage was observed at the connection of the caresite / phaseal adapter. The phaseal adapters were removed, and a vertical crack was observed along the female luer threads of the proximal caresite y valves on all three samples. Several stress marks and crazing lines were also evident at the areas of the crack. The remaining fourth set contained a secondary IV extension set connected to the proximal caresite y valve. A dried white residue was observed at the caresite / extension set connection. This set was subjected to an occlusion test and air pressure (leakage) test according to specification with acceptable results. There were no leakages or cracks observed on this set. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports two incidents of chemo leakage. Event # 2: leakage occurred at the secondary y-site where the phaseal was connected. The patient did receive the correct dose, but at a delayed time because the pharmacy had to remake the chemotherapy.